Event description:
It was reported that this right atrial lead exhibited undersensing and loss of capture. It was suspected that this lead found to be dislodged. Therefore, the lead was surgically abandoned, and a new lead was successfully placed. No additional adverse patient effects were reported.